Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps cable got broken. During the last case it was used, the fenestrated bipolar forceps instrument was opening wider than usual, but no cable was broken. The customer reported that the issue was noticed during the instrument checkup prior to the day's surgery. There was no delay and no injury. The instrument had five lives left. There was no report of patient involvement or reported injury.